Event description:
Per medwatch, user facility report, a "pt's pulse dropped into the 30s. It was within the last 30 seconds of the 90 second [novasure] procedure". Additionally, they reported "the pt does run a normal pulse in the 50's." On f/u, the user facility reported "this was not a device problem, the staff didn't replace the co2 canister". We have been unable to obtain any add'l info or clarification from the user facility to date.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. A device history record (DHR) review was unable to be conducted for the radio frequency controller (rfc) as the serial number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.